Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a steam pop occurred. During an ablation procedure for atrial fibrillation with an intellanav mifi open-irrigated, the physician was touching up locations along the cavo-tricuspid isthmus (cti) line, post cti block. During a lesion, a steam pop was observed on intra-cardiac echocardiography (ice). The steam pop occurred with a local impedance drop of 18 ohms. The physician was utilizing direct sense and a power of 40watts. The flow rate was set per the indications for use (IFU), 30ml/min when ablating at 31w and above. No notable increases in impedance were observed. The procedure was completed with the same device. Post procedure, ice showed a pericardial effusion. There were no extra precautions or interventions were taken as the effusion was decided to be trivial. The patient was in stable condition and sent home the following day. The patient was not admitted to hospital beyond standard of care. The catheter performed as expected throughout the procedure. The catheter was checked for char and none was seen. The device was disposed of and will not be returned.